Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported he was hospitalized. Blood glucose value at the time of admission was 30 mg/dl. Customer stated he took to much insulin and he was in bed and didn't wake up. Customer stated he was not on insulin pump therapy and just training on the glucose monitoring system right now. Customer reported that his blood glucose has been high or low and the sensor is not giving him alerts. Nothing further reported.